Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photograph provided by the customer was evaluated. The photograph displayed a cartridge and lens module assembly where viscoelastic residue could be observed. The cartridge presented with a crack that extended from the end of the tube to the cartridge tip. No further evaluation could be performed. The complaint issue of cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of "use error" and "lens damaged" were not observed during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information : section h3 - device evaluated by manufacturer? Yes device evaluation: the customer provided a photograph for evaluation. The photograph displayed a cartridge and lens module assembly where viscoelastic residue could be observed. The cartridge presented with a crack that extended from the end of the tube to the cartridge tip. No further evaluation could be performed. The complaint issue of "cartridge tip cracked/damaged" and "lens damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not confirmed during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of a preloaded monofocal intraocular lens (iol), there was slightly more resistance than normal. After unfolding, the lens showed damage centrally on the optic. The cartridge was also observed to be damaged. Following co-assessment with a colleague, the surgeon opted to keep the lens in the patient's eye. The iol remains implanted and the patient is being monitored. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: the photograph provided by the customer were evaluated. The photograph displayed a cartridge and lens module assembly. The cartridge could be observed to have residue in the cartridge tube and a crack extended from the end of the tube to the cartridge tip. No further evaluation can be performed from a photographic assessment. The complaint issue of dc-cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of dc-use error and dc-lens damaged were not observed during product evaluation. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.